Manufacturer narrative:
Unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with high sleep current due to corroded electronic assemblies. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The motor arm cannot communicate with the main arm and software error detected found in the pump history (line number = 8191 and file number = 65535) due to corroded electronic assemblies. No the hrm task did not grant motor power in reasonable time error was noted. However, unit received with corroded motor home switch. Unit received with minor scratches on case, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump errors. The customer's blood glucose was unknown at the time of incident. The customer performed displacement test and passed. The customer was able to rewind the insulin pump. The insulin pump was returned for analysis.